Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "role of a bone conserving short stem femoral component in revision total hip arthroplasty: a case report". Literature article entitled "role of a bone conserving short stem femoral component in revision total hip arthroplasty: a case report" written by babaji thorat, avtar singh, and rajeev vohra published by journal of clinical orthopaedics and trauma published online/accepted by publisher 9/29/2020 was reviewed. The article's purpose was to discuss "the revision of cemented conventional femoral stem using a bone conserving short-stem femoral implant with circumferential metaphyseal fixation, which is seldom reported in the literature." Data was compiled from one (B)(6) year-old male who presented to the emergency department with right hip pain. Cement manufacturer was not identified. The case study indicated the patient underwent a right hip revision to address pain, limb asymmetry, dislocation, acetabular cup loosening at the bone-to-cement interface, cup migration, and cup poly wear. All components were revised. The charnley femoral stem was well-fixed but revised to accomodate the 22.225 mm femoral head. The patient was revised to competitor products. The primary operation was indicated as approximately 18 years ago. X-ray images can be found on pages 2, 3, and 4 of the literature article. Depuy products: charnley femoral stem. Unknown depuy femoral head. Unknown depuy acetabular cup. Unknown depuy acetabular liner. Adverse events: acetabular cup loosening at the bone-to-cement interface, migration, and cup poly wear. Pain, limb asymmetry, dislocation.